Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records indicated that there were no complaint related anomalies associated with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, during the matrix mis lumbar fusion at levels l5-s1, the long centering sleeve for rod introducer (B)(4) was sticking and did not slide. Device could not be used during the surgery. Surgeon had to hold rod down into screw manually. Procedure was completed without use of the instrument. End result - no adverse effect on the pt. This complaint is on the rod introducer.